Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Error 133.6090 there is no patient involvement. Case description: customer receives device 8015 (s/n (B)(4)), with error 133.6090. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device 8015 (s/n (B)(4)), with error 133.6090. Explained probable cause to the error being the serial I/o board assembly. Customer to interchange part with known good working device. Customer to repair/replace the serial I/o board assembly. Informed customer, if any further concerns and/or issues to give a call back. End call.